Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during left lower lobe resection on a lobectomy procedure, no bleeding was seen at the time of resection but after about 10 minutes, oozing from around the staple hole was seen. The bleeding was stopped by using a hemostat. There was no patient injury.